Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
A patient reported two of their op teeth are not tracking correctly, and 1 bottom tooth is not tracking. The patient stated that step 3 has the fewest air gaps, and their back teeth hurt a little bit in these. On the questionnaire the patient marked true to the following: periodontitis, not fitting, compromised implant and chipped. The patient also said that they submitted a dental visit about needing a root canal and three crowns and periodontal root cleaning because they received an email telling them to see a dentist and haven't heard anything since. The patient said that they need to know what to do, should they stop treatment and seek a refund through mediation, or what

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.